Manufacturer narrative:
Date of event: unknown. (B)(4).

Event description:
It was reported that the patient experienced pain at the location of the upper portion of the battery where the extensions entered, and the extensions were also reported as feeling tight. Patient underwent a revision procedure to move the battery toward the collar bone and the tension was relieved on the extension wires. Patient had no issues post-operatively.